Event description:
A report was received that the patient was experiencing pocket discomfort. The patient underwent a pocket revision and the physician replaced the ipg due to physician's preference. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing pocket discomfort. The patient underwent a pocket revision and the physician replaced the ipg due to physician's preference. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The ipg passed all electrical, performance, visual, and photographic imaging tests performed. The device exhibited normal device characteristics. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. The device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed.